Event description:
It was reported that on (B)(6) 2024, the patient fractured his/her femur. On (B)(6) 2024, the patient underwent an orif surgery. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2024, it was found that an avulsion fracture occurred at the anterior fragment of the greater trochanter by x-rays and CT scan for examination. Currently, the patient complains of a little pain in the anterior femur but is ambulatory. No further information is available. This report is for one (1) 11mm/130 deg ti cann tfna 235mm/right - sterile this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: monument. Manufacturing date: 18-sep-2021. Expiration date: 01-sep-2031. Part number: 04.037.144s, 11mm/130 deg ti cann tfna 235mm/right-sterile. Lot number: 398p170 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 365p115. Lot quantity: (B)(4). Production order traveler met all inspection criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong. Lot number: 312p373. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 75p4636 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report dated 02-oct-2020 was reviewed and determined to be conforming. Lot summary report, dated 04-aug-2021, met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.